Event description:
It was reported that the patients paddle lead had migrated as revealed through imaging. The patient underwent a revision procedure wherein the lead was repositioned. The device remains implanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.